Event description:
Pt had aortic stenosis. A decision was made to utilize an iliac leg extension to cover the stenosis and push it out. There was difficulty in advancing it, so the physician ballooned the area. Then the device went up fine and deployed fine. After deploying the esle, it looked like an hour glass due to the stenosis. When the physician went to retrieve (pull back) the tapered dilator. The dilator got wedged in the esle where the stenosis was. He continued to pull the dilator and it pulled the esle into the common iliac. The dilator was still stuck. At this point, the physician opned the pt for an open repair. The physician described the pt's aorta as a lead pipe (due to the plaque and calcification) and did not think he could clamp the aorta, so he used wire cutters to cut the devices, gray positioner, and the metal cannula out. The esle and a portion of the dilator was left inside pt. The physician then used bone wax on the end of the metal cannula that was left in the pt. The vessel was occluded, so he sewed the artery shut and did a fem-fem bypass. This all happened in the right iliac. There is approx 6 inches of the delivery system that was not retrieved.

Manufacturer narrative:
Eval: no product was returned to assist in this investigation. Based upon the info provided, the difficulty arose from the severe adverse pt anatomy. Vessels that are significantly calcified, occlusive, tortuous or thrombus- lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful eval of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. (See scanned pages).